Event description:
It has been reported to the co that the balloon of this device leaked during prep. Reportedly. Upon inflation the balloon immediately deflated. There was no pt involvement. The device is being returned for the co's analysis.